Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple occlusion alarms occurred. There was no reported adverse impact to the customer related to the reported issue. Multiple supply changes were performed to address occlusion alarms. Reportedly, the customer reverted to manual injections for insulin therapy.